Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited premature battery depletion. The device was subsequently explanted. The patient condition was good.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported drop in battery voltage was confirmed in the laboratory. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the drop in battery voltage.